Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva tpn bags leaked. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added: initial reporter phone no. Upon clarification from customer, there were nine (9) 250ml eva tpn bags leaking at the top corner near the hanger hole. Should additional relevant information become available, a supplemental report will be submitted.